Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The catalog number provided is the us list number for the 15fr abbvie peg and the number in the unique identifier field is the 20fr abbvie peg. Abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier field number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j design and use fmeas identified dissection of subcutaneous tissue as a step in the placement procedure that could potentially contribute to continued drainage at stoma site. The abbvie peg instructions for use outline puncture of the stomach, placing the abbvie peg tube, and puncture site care post placement. Additionally, ongoing post-procedure care is important to minimize complications. The abbvie peg and j risk management report documents stoma complications as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma complication. The report also cites a literature reference indicating typical peristomal site leakage rates. ¿leakage around the tubes is reported to occur in 1% to 2% of placements..¿(1). 1. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the patient's wife stated the pegj was still draining. On (B)(6) 2016, the wife stated the patient's peg j tube never stopped draining. The drainage has not changed since the beginning. He saw his physician who stated it was not infected. The site was cauterized